Event description:
It was reported to philips that despite the device not displaying any errors, the ac module (s/n (B)(4)) was not charging the battery. Although it was noted that the device was available for clinical use, there was no report of patient involvement at the time of the alleged failure. No adverse event involving patient or user was reported.